Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep was seeing a validation error 014800 "invalid data in the device, therapy data may be cleared" message while programming the patient's ins. The rep exited the app and re-interrogated but encountered the same error. The rep then shut down the communicator and the tablet and again the error occurred. The rep moved forward and allowed for potential date to be cleared and patient info was retained but the programs were gone. The rep was going to reprogram the patient. It was noted that the reason for the programming session was that the patient was not getting adequate therapy and that during the session they needed to lay down because they were uncomfortable. It was also reported that the patient controller would not connect with the ins at one point but that it works fine now. Further information received from the rep reported that the patient has had 3-4 reprogramming sessions. The patient was programmed at 90pw/1000hz but did not like the charging interval and stated that it was a burden and so they were reprogrammed to 90pw/500hz. This was an hd setting but the patient wanted to feel stimulation. The rep advised the patient to leave the settings alone and wait until meeting with them but they 'messed with their settings.' The patient was now seeing a 'settings not available screen,' was unable to increase settings, but was able to decrease them. No further complications were reported. Additional information received from the rep reported that the cause of the error message and 'settings not available screen' were unknown. The rep pushed continue on screen and the only things lost were the programs. No further complications were reported. Additional information was received from the manufacturer representative (rep). It was reported that the patient was using 90pw and rate of 500hz with contacts 3 and 4 showing 580 ohms. The rep reported that the out of range (oor) message was showing on the clinician programmer (cp). They were able to clear it and go up into the 15s. They attempted with the patient programmer (pp) and found that the ¿settings not available¿ showed again. The rep stated they will try to reprogram in the cp and maybe add a contact to address an additional pain area or change the rate to eliminate the oor from showing. The rep mentioned that contacts 0, 5, and 6 all showed >40000 ohms and they were not using those for programming. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Patient code (B)(4) was added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that when the patient (pt) laid on their back, they had to turn the stimulation down. The pt stated they could not seem to get it fixed. It was stated that they tried to make adjustments but then the pain would not go away. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2017 the rep added a contact and increased the pulse width which resolved the setting snot available screen. The rep stated that apparently it helps to add another contact by spreading stimulation and increasing the pulse width which eliminated the out of regulation (oor) alert. The patient also has 3 impedances off which were avoided in the programming. The patient¿s weight remains unknown but the information was confirmed with the physician. No further complications were reported/are anticipated.